Event description:
It was reported that the supraventricular tachycardia episodes could not be viewed through the wireless monitor possibly due to bit flip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed a diagnostics problem. The programmer (B)(4) data show episodes # 2 and 3 egm data on (B)(6) 2011 display with "detailed episode data is invalid".